Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3008452825-2019-00533, 2182269-2019-00187, 3008452825-2019-00534, 3008452825-2019-00535, 3008452825-2019-00536. During an atrial fibrillation procedure, a pericardial effusion occurred. An isolation of the pulmonary veins and an ablation of the mitral isthmus was performed with several radiofrequency deliveries on the coronary sinus. Following the procedure, the patient became hypotensive and experienced chest pain in the recovery room. A pericardial effusion was confirmed with ultrasound and a pericardiocentesis was performed to stabilize the patient. The cause and location of the pericardial effusion is unknown. There were no performance issues with any abbott device.